Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula bent (retracted) inside sensor base. Unable to confirmed cust received sensor in said condition due to cust returned opened/used. Unable to confirm needle anomaly due to customer did not return needle.

Event description:
It was reported that sensor cannula was missing. Customer's blood glucose was not reported.